Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the screwdriver broke. The tip was removed and a new driver was used to complete the procedure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage is consistent with over torque applied to the screwdriver. A non-confo rmance has been recorded for the lot number nm12e007 related to the correct number of screwdrivers delivered by the supplier per the purchase order. This non-conformance has no impact on the mechanical resistance of the screwdriver.